Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to establish conductive telemetry. Post-procedure, telemetry was established. There were no patient consequences.